Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump had been in the customer's bra while she was working out. Her blood glucose level was over 300 mg/dl and she took a shot to treat. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, display window, reservoir tube lip, and battery tube threads. The device also had minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.